Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side ¿body attacking, swollen lymph node, brain fog, memory loss, digestion, joint problems, fatigue, confusion, inflammation, don't feel good and something is not right¿. The event of ¿brain fog¿, ¿memory loss¿, and ¿confusion¿ has been deemed not related to the device. Device remains implanted.